Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the display was dim and difficult to read. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: during investigation, the pump was powered on to a blank display. The original complaint of a dim fading display was unable to be investigated due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.